Manufacturer narrative:
The third party service agent had replaced the system pcb assembly as a precaution prior to returning the device to the customer for use. The system pcb assembly was returned to physio-control for evaluation. An evaluation of the electronic keylog and patient records from the event was performed and the reported loss of power was verified to have occurred; however, after additional testing, the reported issue could not be duplicated. The cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). The third party service agent has evaluated the device and was unable to duplicate the reported issue. Proper device operation was observed through functional and performance testing and the device has been returned to the customer for use. The cause of the reported issue could not be determined. The device was not returned to physio-control for evaluation.

Event description:
The customer reported that during a patient event, approximately five (5) minutes into the event, their device lost power and could no longer be used. The patient was found in a car park, unconscious and not breathing. A bystander was able to perform CPR until the local fire department arrived. The fire department arrived on scene approximately six (6) minutes after the initial call and started patient care. They were able to deliver three (3) successful defibrillation shocks with their device. The customer then arrived on scene around 10 minutes after the fire department did, then continued care with their device. This device was connected to the patient and after the one successful defibrillation shock, the device lost power upon the selection of the charge button for a second shock. A backup device was then used with an approximate 30 second delay. The patient was transferred to the local hospital after a rosc (return of spontaneous circulation) was achieved. There were no known adverse effects to the patient during the reported event.